Manufacturer narrative:
(B)(4). The customer stated the set was not saved. The customer report of set leaking from "blue hat" piece of line could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.

Event description:
The customer reported tpn leaking from the "blue hat" piece of line. Event occurred in the nicu. There was no report of patient or medical intervention. No additional clinical or patient event details provided.